Event description:
Drive devilbiss healthcare was notified of an incident involving a bed by the provider who reported the bedrail "popped off" and the end user fell out of the bed during personal care. The end user was admitted to the hospital with fractures to their femur and tibia bones and lacerations to both legs that required skin grafts. Based on our investigation, it appears that the customer used a bed rail that was incompatible with the bed. As part of its complaint review and evaluation process, drive devilbiss healthcare will also notify the manufacturer of the product about this complaint.